Event description:
Health care provider reported wound dehiscence at incision site, and the pt had a high wbc count. Anerobic and aerobic cultures were taken. The health care provider also reported the pt "is diabetic and a poor healer." Specific interventions and treatment were not reported associated with this event, as well as final pt outcome. Add'l info has been requested and a follow up report will be sent when new info is received.